Manufacturer narrative:
Device inspection found the k-wire forceps does not rise up at all. Due to a cut on k-wire, the forceps does not rise up at all and due to cut, the raising angle does not meet the standard value. The customer reported issue of "forceps elevator wire (k-wire) was completely cut off" was confirmed. Furthermore, foreign material on the forcep elevator was observed. In addition, the following findings were noted on the device inspection: connecting tube has a scratch, forceps channel port has a dent, grip is dirty, control unit has a scratch, sw1 has a scratch, switch box has a scratch, s-cylinder is shaved, universal cord has a scratch, lg-cover glass has a scratch, s-cover has discoloration, due to wear of angle wire, the play of u/d knob is out of the standard value, plastic cover has a dent. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the forceps elevator wire (k-wire) was completely cut off. There is no patient involvement on this event. Device return inspection found forcep elevator has foreign material. This report is being submitted for forcep elevator has foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information for customer contact name and phone number.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the forceps elevator had foreign material because it was inappropriately reprocessing by the user. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.